Event description:
It was reported that a malfunction of automatic ventilation occurred during use of the device. As per report, this did not lead to consequences for the patient.

Manufacturer narrative:
The dispatched dräger fse could confirm the ventilator failure based on a log file analysis. Error codes can be found in the logs indicating that the supervisor software had detected two consecutive encoder check errors (wrong motor position) and forced a shut-down of automatic ventilation which was accompanied by a corresponding alarm. The motor has been replaced; the device passed all consecutive tests and was returned to use. An in-depth evaluation of the replaced motor unit was not considered necessary - evaluation of earlier reported similar events revealed that wear-and-tear related abrasion of the collector disc had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after 12 years of use; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a malfunction of automatic ventilation occurred during use of the device. As per report, this did not lead to consequences for the patient.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected fabius MRI, serial no. (B)(6), was produced in may 2011, a unique device identifier (UDI) is not required.